Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a lantern delivery microcatheter (lantern). During the procedure, while attempting to advance a ruby coil through a lantern, the physician experienced resistance and the ruby coil would not advance out of the distal tip of the lantern. The physician made several attempts with no success; therefore, it was removed. The procedure was completed using another lantern and the same ruby coil. There was no report of an adverse effect to patient.